Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that after philips performed a software upgrade on some mp70 intellivue monitors, it was discovered that the alarms/arrhythmia alarms were configured to off. As a result, there were visual, but not audible alarms. There was no report of any adverse patient impact.